Event description:
The user facility reported a 72-year-old male (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was repositioned in ICU with echo and cannula "folded on itself" in 2 different spots. The patient was brought to ccl and md had to snare pigtail from the aorta and straighten out the cannula in order to remove the device. A new cp was placed successfully.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The pump was not returned for investigation. According to the clinical report, the cannula was found to be folded during repositioning. The doctor tried several times but was unable to position it correctly. New device was placed. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. Added- d6a/d6b. F6/f8 should have been left blank in the initial report.